Event description:
It was reported that during the inspection of the returned loner instruments from the hospital, it was found that the shaft (inner parts) of the inserter broke. According to sales rep, in the operation, it functioned normally.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the fracture was identified during a set inspection after the device was returned from the hospital. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A materials analysis concluded the shaft fractured through tensile overload in ductile mode. Corrosion was observed on and around all fracture surfaces. Conclusion: a plausible root cause cannot be determined at this time because it is unknown when the device fracture occurred.

Event description:
It was reported that during the inspection of the returned loner instruments from the hospital, it was found that the shaft (inner parts) of the inserter broke. According to sales rep, in the operation, it functioned normally.